Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm vessel sealer extend (vse) instrument associated with the customer-reported complaint. The instrument was analyzed, and the customer reported complaint could not be replicated or confirmed. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal test 2 of 2 attempts. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm vessel sealer extend (vse) instrument was not following surgeon's movements and would jerk to the side when the surgeons' hands were idle. The procedure was completed with no reported injury.